Manufacturer narrative:
The formed needle did not retract and was observed in the exposed portion of the soft cannula. The formed needle and slide retract were observed to be damaged. It can be determined that this was all cause due to improper installation of the formed needle. Blood was observed on the adhesive pad, the cause of this can be linked to the incorrectly installed hard cannula.

Manufacturer narrative:
The device has been returned/received and is pending an investigation.

Event description:
It was reported that the needle mechanism did not fully retract as intended during activation. The pod was worn longer than 48 hours on the abdomen.